Event description:
It was reported that one day after implant of the device, the patient experienced a possible syncope episode. There was intermittent atrial undersening noted during the atrial tachycardia/atrial fibrillation (af) events. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.